Event description:
The customer reported that the insulin pump had an error alarm and was not able to prime. The blood glucose reading at time of call was 109mg/dl. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had cracked case on the display window corners and cracked battery tube threads.